Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 with the homechoice (hc) machine during drain 2. The technical service representative (tsr) explained the message to the home patient (hp). The hp stated that the bag fell off onto the floor and the bag fell off the spike. The tsr had the hp close the clamps and disconnect. The tsr had the hp recycle the power and the machine alarmed se 2367. The tsr informed the hp to start therapy over using new supplies. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the wife/hp on (B)(6) 2010. The wife stated that the supply bag just fell off the table and disconnected and no defects were seen. The hp confirmed that no defects were seen on the supplies. The rn has recently trained the hp on the proper setup of supplies. The hp was doing okay and continuing therapy on the cycler. (B)(4) spoke with the peritoneal dialysis (pd) on (B)(6) 2010, who confirmed that the hp knows the proper procedure for setting up supplies.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). No sample was available.